Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed the reported issue of the device unexpectedly power cycling. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indication. Upon initial evaluation, physio-control observed that the device power cycled unexpectedly, during the service activity. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the reported issue could no longer be reproduced, therefore the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indication. Upon initial evaluation, physio-control observed that the device power cycled unexpectedly, during the service activity. There was no patient use associated with the reported event.